Event description:
Spontaneous call:. Patient's husband calling because of a pump alarm yesterday for no disposable/clam tubing. Patient was able to use back up pump after he created a new cassette/setup. She was off of medication for about 30mins and did not experience any symptoms. Discussed with patient that it sounds like it might be the cassette/tubing, but we are unsure since setup has been trashed and not available for lot number either. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available to be returned for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.